Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) several times" was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was non-parallel to the switch case caused by loose screws on the belt clip switch case, likely attributed to frequent device use. Upon visual inspection, no physical damage was observed. The archive data indicated several ua12 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua12 displayed during the test run. Belt clip retention check was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to the loose screws, thus, confirming the customer's reported complaint. The screws were torqued, and the switch lever was adjusted parallel to the switch case to address the ua12 message. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) several times. The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.